Event description:
A (B) (6) patient called in to lifecor customer support to report that her belt had gelled. She said that the belt gelled when she was reattaching the belt to the monitor. Support sent the pt a replacement belt and monitor.

Manufacturer narrative:
Device manufacture date: monitor (B) (4). Electrode belt (B) (4): 03/2007. Device eval summary: device eval of electrode belt (B) (4) has been completed. Monitor (B) (4) has not yet been returned to zoll lifecor for eval. Visual inspection confirmed that all three therapy pads were gelled. Functional testing confirmed, the electrode belt was fully functional. The pt reported, the belt gelled while attempting to connect the belt to the monitor and the pins were not lined up. Visual inspection found no damaged or bent pins in the connector. The connector properly mated with other monitors in house. The root cause of the belt gelling has not been positively identified but was likely due to the pt attempting to force the connector into place while the device was powered up, contrary to the instructions for use. We are awaiting the return of the monitor associated with this report for investigation. A supplemental report will be submitted once device has been evaluated. No adverse events resulted from the gelled belt. Pt received a replacement monitor and belt.